Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used an accessory device along with an endurant stent graft system for the treatment of a 60 mm abdominal aortic aneurysm. The proximal neck diameter measured 20 mm with a 28 degree angulation. The 50% of thrombus was noted at the proximal seal zone with moderate calcium also observed. It was reported during the index procedure after the main stent graft was implanted a type ia endoleak was observed. The physician elected to implant endoanchors and successfully deployed 7 endoanchors at the proximal neck. During endoanchor deployment, one of the endoanchors did not fully deploy. Another applier device was used to successfully complete the procedure. The cause of event is undetermined. No clinical sequelae were reported and the patient is fine.